Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed because the lot number of the device with the reported event could not be determined. The patient effect of occlusion is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: a clinically significant delay was reported and hospitalization was prolonged three days due to the proglide device. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sheath was upsized to 20f and the tavi procedure was completed. After hemostasis was achieved with the pre-placed proglide sutures, an angiogram was taken of the artery and found it to be pinched with no distal flow. One suture had captured the back wall of the artery. The artery was incised to restore artery flow. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.